Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that the sensor glucose was 56 mg/dl but their blood glucose was 94 mg/dl. The differences are not within an acceptable range. Troubleshooting was performed and the customer stated that the sensor was a little bent but it still works. Customer was advised to wait at least 5 hours to remove the sensor. Customer will be shipped a courtesy sensor.